Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI and catalog number, and 510k are unknown. No information has been provided to date.

Event description:
It was reported that during use of the cassette, there was a double beep no disposable, damp tubing error. A backup pump still gave the same error. A different cassette was used and worked. No patient injury was reported.